Event description:
It was reported that the patient was presented to the hospital for a pacemaker exchange. Prior to the procedure, the right ventricular (rv) lead exhibited noise over-sensing resulting in intermittent pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in a stable condition.